Event description:
Attorney alleges that the patient was implanted with sepramesh ip (cat #5959680, lot #huul0986) on (B)(6) 2011 thereby underwent ventral hernia repair. It was also alleged, that the patient experienced wound infection, dehiscence and necrosis thereby underwent exploratory laparotomy procedure, wound washout and excision of bridging mesh on or about (B)(6) 2023. It is alleged that the surgeon noted "the previously placed mesh was somewhat pulled away from the facial edges and was therefore excised. As alleged, the patient experienced and/or currently experiences additional surgical intervention, recurrence, chronic pain, which have impaired daily activities. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including wound infection, hernia recurrence, wound dehiscence, necrosis, migration, pain and explant post implant of sepramesh ip. The instructions-for-use supplied with the device lists infection, hernia recurrence, migration and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the date of manufacturer (15-dec-2010) is considered to be a best estimate. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.